Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. This was manifested by a cloudy drain and abdominal pain. The patient was hospitalized for this event. The patient was treated with 12.5mg amikacin and 1gm vancomycin. The frequencies and routes for these therapies were not reported. The cause of the peritonitis was a break in aseptic technique. At the time of this report the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.